Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had over-delivery issue. Customer blood glucose reading was 68 mg/dl. Troubleshooting was performed. Customer was alleging the insulin pump for the over delivering because the customer can see bubbles inside of the reservoir. The insulin pump will be returned for the analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the displacement accuracy test. No possible over/under delivery anomaly noted. Unit was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing.